Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of triathlon ps knee. Post on ps poly was broken off the insert. Update 29/august/2018: as reported in "how was issue noticed": "surgeon suspected instability".